Event description:
Additional information was received that the device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a routine device changeout procedure, the right atrial (ra) lead would not disengage from the chronic device. Ultimately, the lead came apart and the proximal pin was pulled away from the insulation. The conductor was attached to the pin, with an approximate 1.5 cm gap between the pin and insulation. The physician elected to surgically abandon this lead and plug the ra port on the newly implanted device. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.